Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during tonsillectomy + adenoidectomy procedure, a total of three procise xp wand's metal wires sparked and broke off. The surgery was completed using a back-up device instead. There was no surgical delay, and no further complications were reported. The patient status is healthy.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. Fluid is in the fluid line. The electrodes have been heavily used causing all the electrodes to erode. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation showed the device was tested and plugged into the controller and registered settings (7,3). Coagulation and plasma were generated with the available electrode pieces. No arcing was observed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for arcing could not be determined since the reported malfunction could not be duplicated during the investigation. The root cause for erosion has been associated with component failure. Factors that could have contributed to the failure include using the wand above default output settings and pressing the tip against hard or bony surfaces, thus causing the electrodes to become eroded extensively. Based on this investigation, the need for corrective action is not indicated.